Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Failure analysis was performed and root cause could not be determined; as the technician could not find any functional problem with the valve.. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A physician reported that the valve (ns9008-special device unitized progra) was implanted via lp on (B)(6) 2018 due to secondary normal pressure hydrocephalus. The initial setting was 120mmh2o. On (B)(6) 2019, the patient visited the hospital because of difficulty with walking and incontinentia urinae. The CT images confirmed ventricular enlargement. The surgeon attempted to change the setting with a programmer, however, the setting could not change. Then a strong magnet was used but the setting did not change. Therefore a revision surgery was performed on (B)(6) 2019. The new valve is ns9008 and the initial setting is 100mmh2o. The patient is a (B)(6)-year-old female whose initial is (B)(6) . She is recovering well. Csf protein level was within the range. No contamination of blood and debris into the cerebrospinal fluid was confirmed. No further information was provided by hospital.